Event description:
Customer placed two PICC lines that led to deep vein thrombosis by day seven. Patients underwent thrombolysis. Update received july 26, 2010: swelling with dvt, after lysis a central stenosis was found - procedure date: (B)(6) 2010.

Manufacturer narrative:
(B)(4) - dvt is not labeled in the IFU. Occlusion is lot labeled in the IFU. Event evaluation: still under investigation.